Event description:
The lead was returned to the manufacture after being explanted due to an infection that was previously reported timely asr infection/erosion reporting. The lead subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product ID# 6945-65. A medial portion was received measuring 33 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable defibrillation lead; product ID 6940-52, implanted: unk. (B)(4).